Event description:
The rptr stated that he did a meter to lab comparison test at dr's office. Testing was done side by side. His capillary meter test was 85 mg/dl, and venous lab result was 121 mg/dl. He did not have any symptoms. During trouble shooting, a control solution (opened 2/99) test result was 153 (103-155). Using new test strips, a 2nd control test was 128. Rptr stated that he only tests am fasting, every 2 or 3 days, and takes one amaryl tablet each am. He had never cleaned his meter. Lifescan rep did training with the rptr.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8